Event description:
It was reported that this patient presented to the clinic due to the pacemaker reaching an elective replacement indicator (eri). Upon interrogation, it was noted the pacemaker system triggered a lead safety switch (lss) as a result of high out-of-range right ventricular (rv) pacing impedance measurements. Additionally, the noise was also observed. At this time, this pacemaker and rv lead remain in service, and there were no adverse patient effects reported.